Manufacturer narrative:
(B)(4). This is a report of a use error where the patient swapped single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. The guide also warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The patient stated that they had swapped the heater bag and final bag during therapy. The technical service representative (tsr) assisted the patient in ending therapy and reviewed proper procedures with them. The patient was advised to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.